Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 28-jun-2024, it was reported that the patient faced infusion set cannula was crimped within 3 or more hours after insertion at abdomen, which cause the patient blood glucose elevated to 396 mg/dl. The infusion set was in use for 7 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.